Event description:
It was reported that the patient experienced fatigue and presented in the emergency room in backup vvi on (B)(6) 2013. The patient had undergone an MRI two months prior. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.